Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for a trial implant on (B)(6) 2020. The patient was prepped and taken into the operating room, but before the lead was implanted, the patient started vomiting. The case was abandoned. Nothing was implanted or explanted.